Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17332. Related manufacturer reference number: 2017865-2019-17333. It was reported that the patient presented for a follow-up in clinic about 2 weeks after an initial system implant procedure. During investigation, it was observed that the incision site was red with exudation and was determined that the patient's device pocket was infected. The system was explanted and the patient was noted to be stable after the procedure.

Manufacturer narrative:
A partial lead with the connector portion measuring 56.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.